Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that, during a dorsomedial lapidus plate surgery, the boxes of the devices ar-8935l-18s (lot: 12142074) and ar-8935l-16s (lot: 13362245 and 12353185) were sealed and empty. According to the surgeon, no harm for patient, operator or third party occurred. The surgery was finished successfully with different devices. It was not necessary to switch the surgical technique or do a second surgery.